Manufacturer narrative:
Internal file number - (B)(4). All available information was investigated, and the reported issue could not be confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In the absence of confirmed failure mode, conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers failed to lower. Several troubleshooting attempts were made, but the gripper arm only partially lowered. The cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.